Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address signs of patellar tendon dislocation and patellar tracking failure. Patient presented with an lcs femoral component with a 12.5 mm polyethylene rotating platform. Patient had a sigma mbt rotating platform primary tray. The surgeon chose to remove the components and go in with an mbt revision tray with a 45 mm fully porous tibial sleeve and a 10 diameter by 115 mm pressfit stem. A tc3 femoral component with 4 mm distal augments and with a 4mm posteriomedial augment and 8 mm posteriolateral augment was used. A 31 fully porous femoral sleeve with a 14 diameter by 115 mm pressfit stem. A 22.5 mm rotating platform total constrain polyethylene insert was also implanted. The patient showed signs of stable range of motion with new revision components. Unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint was received into the company with the following comment: patient was revised to address signs of patellar tendon dislocation and patellar tracking failure. Patient presented with an lcs femoral component with a 12.5 mm polyethylene rotating platform. Patient had a sigma mbt rotating platform primary tray. The surgeon chose to remove the components and go in with an mbt revision tray with a 45 mm fully porous tibial sleeve and a 10 diameter by 115 mm pressfit stem. A tc3 femoral component with 4 mm distal augments and with a 4mm posteriomedial augment and 8 mm posteriolateral augment was used. A 31 fully porous femoral sleeve with a 14 diameter by 115 mm pressfit stem. A 22.5 mm rotating platform total constrain polyethylene insert was also implanted. The patient showed signs of stable range of motion with new revision components. No products were returned and no product code / lot numbers were available. Three requests were made for further information but no more information was available. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Monitor ¿ exempt per (B)(4) - known possible complication of joint replacement surgery no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.